Event description:
I been having many services (B)(6). I've tried cavitation, red light therapy, wood massage. However, this time she had two persons for the wood massage and she use the same equipment for both without cleaning the equipment and use leftover massage oil from the other person on me, when I see (B)(6) using the same equipment, I told her to stop and she said to me it is okay I always used the same equipment and leftover oil for the persons I see back to back-- nothing happens. When I got home, I had a rash all over my body where she use the massage oil, I had to go see a doctor. She needs to be check so other persons don't get sick from her reusing equipment and message oils. Ref reports: mw5169787, mw5169788.